Event description:
It was reported to philips that the device would not x-ray. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy was not possible. Fse replaced the electronic circuit of interconnection cable (pc box) and the detector control board (fdc b). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.